Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3 had failed and was not detected on the bus. A field service engineer replaced the cubie drawer on auxiliary drawer 3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer and cubies had failed and were showing as 'device not detected on bus'. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, reporting source. The report of the device not detected on bus (aux drw 3 - full height cubie) was confirmed during fse testing and subsequently confirmed during physical inspection. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that replaced cubie drawer on drawer aux 3. The laboratory inspection confirmed that the pcba fh cubie pmc presented two components (u300 and c302) where thermal damage was observed. No further laboratory tests were required due to the thermal damage observed during external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue device not detected on bus was identified as a faulty pcba fh cubie pmc due to thermal damage to components u300 and c302.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer and cubies had failed and were showing as 'device not detected on bus'. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. As per part investigation, it was determined that there was a faulty pcba fh cubie pmc due to thermal damage to components u300 and c302. There were no adverse events or injuries reported based on this event.